Event description:
It was reported that the patient had a baerveldt shunt implanted; however, dislocation occurred in the patient's eye and the baerveldt shunt was explanted. No further information was provided.

Manufacturer narrative:
Additional information received (B)(4) 2012: health care professional reported that the device did not malfunction and the event was not serious.(B)(4).prior to release to market, the device met all manufacturing specifications.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(6). (B)(4) - baerveldt shunt. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The device manufacturing records were reviewed and showed no deviations. The baerveldt shunt passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted.